Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch ultra meter had a power issue - meter was reverting to setup mode. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged power issue occurred during the morning of (B)(6) 2015. The patient manages their diabetes with insulin (no adjustments) and denied making any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that "immediately" after the alleged product issue they became "excited" and "quivered". The patient denied receiving any type of treatment as a result of these symptoms however. No other device was used to measure the patient's blood glucose at this time. At the time of troubleshooting the csr noted that there was no misuse of the product and the issue was resolved with training. This complaint is being reported because patient was unable to test their blood glucose due to the power issue with the subject meter. The patient subsequently displayed symptoms which are suggestive of serious injury after the alleged product issue began.